Event description:
The hcp and study reported that, the pt was experiencing intermittent episodes of increased spasticity. A pump connector break/cut was noted on xray. The pt was supplemented with oral baclofen. The damaged connector was removed and replaced; the existing catheter was cut and a new connector was attached. The pt recovered without sequela.

Manufacturer narrative:
Final device analysis reveals connector broken around suture ring.